Manufacturer narrative:
Date of event is unknown. Additional information will be provided once available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonovideoscope displayed an error that it was not supported. The same error was seen with all four processors. The issue was found suring set up. There were no reports of patient harm.